Event description:
End user was going to use his commode, when the left rear leg buckled (when looking at the commode) underneath him. Caused the end user to fall, and hit his head on the dresser. His head is fine, no medical attention sought. Did have his nurse do a look over and he is fine per visiting nurse.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.